Event description:
The customer states that the sensor on the waste cap container was broken on the cell-dyn 1800 analyzer. There was no report of any injury or impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation results: product meets reliability data. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. The waste outlet tube assembly (ln 92161-02) has a long history of being reliable. There have been no trends in the performance of this part from a reliability perspective. It has consistently met reliability expectations. The waste outlet tube assembly has been on the market for over 10 years, and meets reliability expectations for the cell-dyn 1800 instrument. It can be used on multiple cell-dyn instrument models. A review of the cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information. The waste outlet tube assembly is performing as designed. The reliability was determined to be acceptable, and the product is meeting expected safety performance as established in the product risk management file. Although the waste outlet tube assembly meets the reliability requirement, there exists a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation, results (B)(4): other, product meets reliability data. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Based on the intended use, this part will wear out and need periodic replacement as it is in contact with biohazard material and customer usage/handling. It can be used on multiple cell-dyn instrument models. No preventive maintenance schedule was in place. A review of the cell-dyn system operators manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. The waste outlet tube assembly is performing as designed. The reliability and safety issues were determined to be within established frequency. A health hazard assessment (hha) determined a low health risk, which is consistent with the risk management file associated with the product although, the waste outlet tube assembly meets the reliability requirement, there exist a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. The waste outlet tube assembly part life expectancy of 2 years is not currently in our product labeling. The preventive action will involve a label change for the waste outlet tube assembly. We are changing our labeling to have a part replacement schedule of 6 months so parts are replaced prior to the end of the 2-year life failure. This will help prevent overflow issues caused by end of life part failure. This is the final report.

Manufacturer narrative:
(B)(4). An expanded investigation has been conducted to evaluate this issue. The investigation of the returned parts from the field showed that the part has been in use greater than two years. Although, the waste outlet tube assembly meets the reliability requirement, this part will wear out and there exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Therefore; the part will need periodic replacement as it is in contact with biohazard material and customer usage/handling. The part can be used on multiple cell-dyn instrument models. A review of the cell-dyn system operators manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. Abbott recommended a replacement schedule for the waste line assembly for the cell-dyn systems. The waste bottle cable is a subcomponent of the waste line assembly, changing the waste line assembly will result in changing the waste bottle cable. As part of the corrective action, a product correction letter, fa30nov2009, was issued to all affected customers. In this communication, abbott recommended replacing the part every six months. An update to the product labeling will be added as well with regards to this recommendation. A tag that can be affixed to these items was sent with the customer letter. This tag includes fields to record installation and replacement dates. The tags will also be introduced into replacement assemblies.

Manufacturer narrative:
(B)(4), evaluation results (other: product meets reliability data) after further review, it was determined that this complaint is associated with fa30nov2009, rcr number of 2919069-12/1/09-005-c. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Difficulty going up stairs [mobility decreased], mild and marked knee pain [arthralgia], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a consumer with a confirmation of the event by a physician on (B)(6) 2009 regarding a (B)(6) male, (B)(6), with gonarthritis. The patient received his first dose of synvisc on (B)(6) 2009, administered via intra-articular route at a dose of 2 ml, every week for 3 times. The patient's relevant medical history includes arthritis and meniscus removal (10-12 years ago). Reported events were mild and marked knee pain and difficulty going up the stairs. No concomitant medications were reported. On (B)(6) 2009 the consumer reported: on (B)(6) 2009, a few hours after the first synvisc injection a mild and marked knee pain was experienced and which persisted until the day of this report. The patient had received no corrective treatment. The second injection was planned on (B)(6) 2009. On (B)(6) 2009 the consumer reported: prior to the first synvisc injection the patient had moderate knee pain, which worsened after the first injection on (B)(6) 2009 and regressed until the second injection was performed. The second injection was performed and again the pain in the knee worsened, regressed until the third injection. When the third injection was performed the pain in the knee worsened; however, did not regress up to (B)(6) 2009. The patient described the knee pain as being permanent and very marked, which resulted in having difficulty going up the stairs at home. On (B)(6) 2009 confirmation of the events came from treating physician with the following information: patient had suffered from moderate knee pain he was treated with synvisc due to gonarthritis. First series of synvisc received in 2009; first injection performed on (B)(6) 2009. The knee pain worsened a few hours after the injection and regressed progressively during the week. There was no effusion or edema according to the physician. On (B)(6) 2009 the patient was seen by the physician for persisting pain in the knee. Examination showed patello-femoral pain and the knee was dry. An altim injection (corticosteroid) was performed on (B)(6) 2009. The patient reported knee effusion 5 days later; however, the physician had not assessed this given he had not seen the patient. The second injection was performed on (B)(6) 2009. Knee pain worsened again a few hours after the injection and then regressed progressively. No edema or effusion were seen by the physician. The third injection was performed on (B)(6) 2009. Knee pain worsened and persists. There was no edema or effusion seen by the physician. The patient was seen by the physician on (B)(6) 2009, the knee pain has decreased, but is still persistent. In the opinion of the physician the event knee pain is consistent in severity with pre-existing pain due to gonarthritis. Examination showed the knee was dry. According to the physician; if the knee pain persists, an MRI scan will be performed. According to the physician, the knee pain was pre-existing due to gonarthritis, but had probably worsened due to the synvisc injections, no inflammatory reaction was seen. The event was assessed as non-serious, probably related to synvisc and not yet recovered as of the date of this report. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.